Event description:
Reportedly, noise oversensing was observed in an episode recorded on (B)(6) 2019 at 04:27 for the subject crt-d, implanted on (B)(6) 2018. Preliminary analysis revealed non-physiological signals in the ventricular channel, leading to ventricular noise oversensing, in all the recorded episodes since (at least) (B)(6)2019. The observed noise oversensing most probably resulted from a ventricular lead issue and/or a lead/crt-d connection issue at ventricular level.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200612 - file-2020-00221 - analysis_and_closure_report_resp-2020-00513.pdf].

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, noise oversensing was observed in an episode recorded on (B)(6) 2019 at 04:27 for the subject crt-d, implanted on (B)(6) 2018. Preliminary analysis revealed non-physiological signals in the ventricular channel, leading to ventricular noise oversensing, in all the recorded episodes since (at least) (B)(6) 2019. The observed noise oversensing most probably resulted from a ventricular lead issue and/or a lead/crt-d connection issue at ventricular level.